Manufacturer narrative:
Findings: insulin pump received with the operating currents within spec. And passed the self test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test. Pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. Pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. The units left at pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. Pump alarmed unexpected restart after battery change due to broken solder joint. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 53 mg/dl at the time of the incident. The customer was at 309 mg/dl at the time of the call. The customer was given manual injections to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the caller is unsure if the pump over delivered. The caller also reported that the customer has been experiencing lows since (B)(6) 2017 and the pump resets when bumped, with an unexpected restart alarm where a cold reset was performed and physical damage on the battery compartment. The insulin pump will be returned for analysis.